Event description:
Patient reported monitor won't turn on, attempted to check charge of batteries, but charging station does not show anything on the screen as well. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.